Event description:
It was reported to philips that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. The customer did not accept this quote; therefore, it unknown how the reported problem was resolved. No further information was available.